Manufacturer narrative:
(B)(4). Additional narrative: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j sales representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during spinal fusion surgery the navlock viper prime driver does not have a solid connection with the screw. The screw "wobbles" on the driver tip. Also, difficulty inserting into the navlock arrays. They had to swap drivers. There was no fragment generated. There was a surgical delay of 2.5 hours. Patient status is unknown. The procedure was successfully completed. This complaint involves seven (7) devices. This report is for (1) viper prime nav shaft assy. This report is 1 of 7 (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: a review of the receiving inspection (ri) for viper prime nav driver was conducted identifying that lot number mf4418101 was released in multiple batches on october 21, 2020 and october 27, 2020. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. H6: a product investigation was completed: visual analysis of the returned sample was performed on viper prime navlock driver was observed to have a burr on the proximal end of the square drive. It had been reported that the driver was impacted on the proximal end on the attached handle, which can cause the ball detents on the inside of the connected handle to damage the proximal connection. Therefore, the most probable cause of the burr observed on the proximal end of the part is due to handling by the user. This burr would not allow navlock arrays to be assembled onto the driver. Therefore, the most probable cause for the complaint condition is due to the burr present on the driver proximal end. The dimensional inspection was not performed since the most probable cause was identified as the burr. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.